Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pacemaker system implant surgery, the atrial lead was placed in the right atrium and began exhibiting a high and out of range lead impedance anomaly and loss of sensing. The lead was then removed and replaced successfully.